Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was revealed on the atrial lead with episodes of oversensing. Provocative lead testing was completed and the noise was reproduced. Reprogramming resolved the issue. The patient is well.